Event description:
A review of the recipient's test data indicates impedance issues. Device testing could not be completed due to recipient's inability to continue testing. External equipment was exchanged; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section: a1, a.2, a.3, e.1, e.2, e.3, g.2, b.3, b.5, d.1, d.4, h.10, h.4, d.6a, d.6b, d.5,h.6. Advanced bionics considers this event as non-reportable. This event was reported in error. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicates impedance issues. Device testing could not be completed due to recipient's inability to continue testing. External equipment was exchanged; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Additional information section: g.2. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.